Event description:
On (B)(6) 2025 the user contacted beta bionics from the hospital to pair a new dexcom g7 sensor while continuing to wear the ilet bionic pancreas system. The user reported being admitted on (B)(6) 2025 for evaluation of severe weakness, dizziness, and nausea that had occurred intermittently over several months. Blood-glucose values during admission were within expected range (maximum 286 mg/dl), and the user¿s new cgm sensor paired successfully with no device issues reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.